Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was regarding their patient programmer (pp). The patient said their pp won't register so they were transferred to repair. Repair noted the patient was receiving poor communication. No patient symptoms were reported and no further complications have been reported as a result of this event. Additional information received from the patient on 2019-jun-13 reported that "the stimulator inside me stopped working, so they sent me out another on and the same thing, it didn't work at all either so I sent it back". Follow up information received from the patient reported that the symptoms that led to the poor communication was that they had a return of symptoms and was unable to connect with the programmer. Steps taken to resolve the issue was that the patient was sent a new programmer but using that unit resulted in poor communication also. The patient met with their nurse practioner (np) on (B)(6) 2019 who tried to connect using their equipment, but they could not get their equipment to connect. It was confirmed that the patient was no longer receiving therapy from the ins. The patient was told that the ins may depleted so they made an appointment for (B)(6) 2019 with their healthcare professional (hcp) to assess the ins. There were no further complications reported or anticipated. Additional information was received from the consumer on (B)(6) 2019. The patient¿s spouse called back in and stated that the interstim device had been removed on (B)(6) 2019 as they couldn¿t get it to connect and it had been causing the patient pain to just have in. The patient had been requesting a return label for the programmer as it had never actually been used and was still in the box. The caller was transferred to repair. [Refer to additional external references for details pertaining to the related event] there were no further complications reported.